Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, a stained address and serial number label, cracked case near the display window corner, cracked display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.